Manufacturer narrative:
Updated fields: b4, d9, d8, g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component codes), h11. The (fse) reported that they replaced the fiber optic extension cable assembly (0012-00-1562). The fse also replaced the safety disk and tidal volume disk due to age. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic connector is physically damaged.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) fiber optic connector is physically damaged. There was no patient involvement.